Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, it was noted that all three potential sensing vectors had failed. Standard post-implant x-rays were taken, which confirmed an appropriate system position. However, the physician elected to surgically reposition and re-tunnel the system. Despite this intervention, the system still failed all three potential sensing vectors. The physician contacted boston scientific technical services (ts) and elected to program the device to the secondary sensing vector, as this was the most suitable. Standard post-implant shock testing was performed to evaluate system efficacy, and the induction was successful, but the induced arrhythmia could not be terminated with a standard 65 joule shock. An external shock was administered, which was unsuccessful. A third final reversed polarity 80 joule shock was delivered by the device to terminate the arrhythmia. The physician enrolled the patient in close remote monitoring. Recently, two untreated, inappropriate, over-sensed episodes of t-wave over-sensing were observed. Boston scientific technical services (ts) was contacted and confirmed that this was the result of decreased amplitude measurements and poor r:t ratios. Ts recommended performing an additional system repositioning or consider upgrading to a transvenous system. At this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, it was noted that all three potential sensing vectors had failed. Standard post-implant x-rays were taken, which confirmed an appropriate system position. However, the physician elected to surgically reposition and re-tunnel the system. Despite this intervention, the system still failed all three potential sensing vectors. The physician contacted boston scientific technical services (ts) and elected to program the device to the secondary sensing vector, as this was the most suitable. Standard post-implant shock testing was performed to evaluate system efficacy, and the induction was successful, but the induced arrhythmia could not be terminated with a standard 65 joule shock. An external shock was administered, which was unsuccessful. A third final reversed polarity 80 joule shock was delivered by the device to terminate the arrhythmia. The physician enrolled the patient in close remote monitoring and this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This report is being sent to provide corrected information in h6 (device codes). Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Conversion failure is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific therefore, product analysis could not be performed. However, failure to convert an arrhythmia has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review was completed and confirmed that the event of failure to convert rhythm was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as conversion failure is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, it was noted that all three potential sensing vectors had failed. Standard post-implant x-rays were taken, which confirmed an appropriate system position. However, the physician elected to surgically reposition and re-tunnel the system. Despite this intervention, the system still failed all three potential sensing vectors. The physician contacted boston scientific technical services (ts) and elected to program the device to the secondary sensing vector, as this was the most suitable. Standard post-implant shock testing was performed to evaluate system efficacy, and the induction was successful, but the induced arrhythmia could not be terminated with a standard 65 joule shock. An external shock was administered, which was unsuccessful. A third final reversed polarity 80 joule shock was delivered by the device to terminate the arrhythmia. The physician enrolled the patient in close remote monitoring. Recently, two untreated, inappropriate, over-sensed episodes of t-wave over-sensing were observed. Boston scientific technical services (ts) was contacted and confirmed that this was the result of decreased amplitude measurements and poor r:t ratios. Ts recommended performing an additional system repositioning or consider upgrading to a transvenous system. At this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.